Event description:
It was reported that during an rv lead revision, a hematoma was found in the device pocket. The hematoma was evacuated, and the pocket was repositioned. As the physician was closing the pocket, there was a non-physiologic signal noted and was being sensed by the device. The physician opted to continue to monitor. Once the pocket was closed and the drape was removed, the noise oversensing came back. It was thought that this might have been air. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.